Event description:
It was reported that prior to the start of a da vinci-assisted surgical atrial septal defect repair procedure, the customer informed the technical support engineer (tse) the system had a recoverable fault saying the blue cord was not plugged in. The customer advised they tried to fix the cable connection and then the system had a non-recoverable fault. The customer then tried to reboot the system, and the system would not complete self-test. The system logs confirmed error 23 pointing to the fiber connection from the vision side cart (vsc) (top port) to the patient side cart (psc). The tse assisted the customer performing a hard system reboot and reseat of the blue fiber cable at the vision tower (top port) and the psc. The system powered on and the da vinci is ready audible tone sounded, but there was no image on the da vinci monitor. Customer performed another hard reboot on the vsc but there was still no image on the vsc monitor. Customer tried another hard reboot on the vsc and cycled the core rocker switch with no change. Customer elected to use another vsc to complete the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the touchscreen to resolve the issue. The system was tested and verified as ready for use. Isi has received the touchscreen and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The touchscreen was analyzed. In logs, no data was found to indicate that the fault had occurred the field. During visual inspection, there are many scratches on the front screen and bezel. The touchscreen was installed on the pca test system. Powered on showing a blank screen. The complaint was confirmed based on the failure analysis. The probable root cause of error 23 may be attributed to a faulty system component. When communication through this component is interrupted, error 23 can result and the system is placed in a recoverable mode.